Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 1 </noe> malfunction events. It was reported that it was difficult to get a flow started using a clearlink y-type blood/solution set. This occurred during priming. There was no patient involvement. No additional information is available.